Event description:
The customer's mother stated that the customer was taken to the clinic for blood glucose levels above 600 mg/dl. Today, the customer was taken to the hospital for diabetic ketoacidosis with a blood glucose reading of 360 mg/dl. The customer had been experiencing high blood glucose levels and vomiting for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hour ahead. The insulin pump rewound and primed properly. The mother asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.